Manufacturer narrative:
Section a4, a5, a6: unknown, information was requested but not provided. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order was performed in the system. The search revealed one complaint folder. These complaint issues reported are not related. Based on complete historical report results, no further actions are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had visual issues during the night as she sees halos and rings, after being implanted a multifocal intraocular lens (iol) in the patient's left eye (os). She said that she can read and write ok, can drive ok but at night or during dim light is when she sees rings which bother her. No mention of blurry vision. But the rings are now more than when they started before, very irritating to her. It was stated that explant of the iol was performed by another doctor as the patient did not like to go back to her former eye surgeon anymore. Patient stated that her os explant was replaced with a non johnson and johnson lens which she says has helped address her halos concerns with the explanted lens one. Patient said that her vision is a lot better now and she does not have any issue with her os eye anymore. No patient post-op complaints from the patient. No other information was provided.